Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; no injury occurred.

Manufacturer narrative:
File clamp (cable break) defective. In the course of the check, we recommend replacement of the battery (2012). Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.